Event description:
User experienced low sodium results for an unknown number of patient samples. Four patient examples were provided. Patient 1, initial result: 125 mmol/l, repeat: 134 mmol/l. Emergency room physicians questioned the results, the lab called and corrected results with new higher values. No patients were treated or adversely affected. The field service rep was unable to determine root cause but noted the diluent remained on the analyzer past the two week on board stability recommendation documented in product labeling. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for an unknown number of patient samples. Four patient examples were provided. Patient 4, tested in '08, initial result: 127 mmol/l, repeat: 137 mmol/l. Emergency room physicians questioned the results, the lab called and corrected results with new higher values. No patients were treated or adversely affected. The field service rep was unable to determine root cause but noted the diluent remained on the analyzer past the two week on board stability recommendation documented in product labeling. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for an unknown number of patient samples. Four patient examples were provided. Patient 2, initial result: 124 mmol/l, repeat: 137 mmol/l. Emergency room physicians questioned the results, the lab called and corrected results with new higher values. No patients were treated or adversely affected. The field service rep was unable to determine root cause but noted the diluent remained on the analyzer past the two week on board stability recommendation documented in product labeling. Performance tests performed which were within specification.

Event description:
User experienced low sodium results for an unknown number of patient samples. Four patient examples were provided. Patient 3, initial result: 122 mmol/l, repeat: 132 mmol/l. Emergency room physicians questioned the results, the lab called and corrected results with new higher values. No patients were treated or adversely affected. The field service rep was unable to determine root cause but noted the diluent remained on the analyzer past the two week on board stability recommendation documented in product labeling. Performance tests performed which were within specification.